Event description:
An employee from the facility reported that as he was unplugging the greenlight hps console, after switching the circuit breaker off, he was burned by the plug. The employee was evaluated in the ER at the facility. It was reported, there were black marks on his fingers and that he had lost feeling from his fingers to his elbow.

Manufacturer narrative:
Follow up with the risk mgr at the facility revealed that the employee had been admitted to the hospital. No further info was given to ams as to the employee's condition except that he had been released from the hospital a few days later. The risk mgr stated that they had filed a medwatch report. It was also reported to ams that the receptacle in the or was tested and found working properly. The facility requested a 3rd party test the laser which was performed on (B) (6) 2008. Ams requested that our customer service engineer be at the site at the time of the testing. This was not granted. The 3rd party report was given to ams. The report stated that a continuity test was performed on the power cord wires and they checked out fine. The facility requested the laser remain since there was no problem found with it by the 3rd party. Investigation revealed that the facility did not have the correct receptacle. The facility did not want to change the receptacle because, they had not yet decided whether to purchase the laser. This laser was a demo unit. The bio-med used a plug that they owned. The plug was an eagle brand nemha 10-50p. System tests were performed at time of install and laser was within spec. Installation occurred on (B) (6) 2008. The bio-med and ams customer service engineer tested the system and it was found to be grounded properly. Ams visited the site on (B) (6) 2008. The plug had been removed from the laser and our customer service engineer requested to see it. Initial inspection of the plug revealed no flaws, cracks or burn marks on the external covering or blades of the plug. Our cse installed the plug and started the laser with no problem. The laser was run through test operations which revealed the system was used three times before the incident. There were no problems from the electrical plug during the process of testing the laser. Inspection on the inside of the plug revealed both blades had large braze marks. The bio-med indicated that the plug had loose wires, however, the wires were intact with no signs of arcing and if the wires had caused any arcing there would have been melting on the wires on the cable side, and there were none according to the cse. The cse did not have access to the particular or where the incident occurred as it was not known by the bio-med which or was used. Pictures were taken of the laser and plug that were used. Pictures were taken of a receptacle that was rep of the one used. The laser was packed and sent to ams for further eval. Ams provided another laser to the facility which was installed the same day. A follow up medwatch report will be sent when the eval is completed at ams. Labeling: ams greenlight hps is in accordance with (B) (4). The greenlight hps operator's manual,(B) (4), under safety states: "electrical : recommended practice vii: all people working in the laser treatment area should be protected from electrical hazards associated with laser use. Electrical hazards with the laser are the same as with any electrical device. Care should be taken when plugging into the wall outlet. The area must be free of water and your hands must be dry. Always disconnect the laser by grasping the plug and not the power cord." The greenlight hps technical service manual, (B) (4), states: "a250 vac, 30 amp, 2 pole, 3 wire plug that is acceptable for portable medical equipment of this current rating is recommended. However, any plug can be used as long as it meets the system's electrical requirements; meets facility, city, county, state and country ordinances and complies with (B) (4). Recommended receptacle and plug: receptacle: nema configuration: l6-30r. The plug sent with the machine is the hubbell twist lock plug: (B) (4)."